Event description:
Asr revision - right hip. Asr xl acetabular system.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired.the device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracoscopic left lower lobectomy procedure, although all the staples were deployed, the staples were malformed. The knife moved forward properly. The event occurred when the device was fired on the bronchial tubes between the lung base and b6. The tissue was not calcified, but thick and hard. Although the articulation lever was used, it was not fully bent. It was a little hard to grasp the closing lever, but it could be grasped. Also, the firing was a little hard, but the firing trigger could be grasped. The edge of the bronchial tubes was not opened just after the firing because of pressure bonding. After the resected lung was removed, it was found that the staple line had opened. Also, there were some unformed staples inside the thoracic cavity. The small incision was broadened out a little and additional suture was performed with a needle-holder. A needle could be pricked easily at the target tissue. There were no adverse consequences for the patient.